Manufacturer narrative:
Product complaint #: (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Procedure name? Lot #? On what tissue was the suture used? Was any medical / surgical intervention performed? Was there any other treatment ( medical or surgical intervention / antibiotics or prescription medication) / re-suturing provided to patient for the inflammation post-op ? Patient current condition?

Event description:
It was reported that the patient underwent an unknown surgery on unknown date and the suture was used. There were inflammation at the suture site and no absorption of the suture. Additional information has been requested.